Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cps/oss 5cm tpr adapt w/oss sc cat#: 178711, lot#: unk, cps taper locking cap / oss sc cat#: 178710, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2018-00486, 0001825034 - 2018 - 00487, 0001825034 - 2018 - 00488. Product location is unknown.

Event description:
It was reported that the components were missing from the kit, which resulted in the surgeon having to leave the trial components implanted in the patient temporarily. The patient will have to be reopened to complete the surgery.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the components were missing from the kit, which resulted in the surgeon having to leave the trial components implanted in the patient temporarily. The patient will have to be reopened to complete the surgery. It is now known that the procedure was completed with implants two days after the trials were implanted.